Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display. The customer¿s blood glucose level was 167 mg/dl. The customer reported that the contacts on the battery cap were neither missing nor damaged. The customer was assisted with troubleshooting but display did not return after pump restart. It was reported that the bolus delivery was stopped due to no power. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display and no unexpected battery power loss alarm during testing. (B)(4).